Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was not working and the insulin pump had a blank display. Customer stated that they already tried new batteries and the display did not return. Customer's blood glucose reading at the time of the call was 245 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint on b1 I/b. The unit also received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, reservoir tube lip, belt clip slot, battery tube threads, and missing end cap sticker.